Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on (B)(6) 2015. Since this case is related to the issues for which zimmer implemented a notification in (B)(4) 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the left side on (B)(6) 2006 . The patient was revised on (B)(6) 2015 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It is unknown if the revision surgery already took place as no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component on (B)(6) 2006. On (B)(6) 2015 while playing tennis, the patient felt a pop in her hip followed by severe pain and was unable to walk. A revision surgery is programmed for (B)(6) 2015. Since we receive the month and the year of implantation we entered the 1st day of the month.

Manufacturer narrative:
This case was reopened on november 02, 2015 to enter additional information which had been received on november 05, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).